Event description:
The pump was returned for investigation. Investigation found that the keypad buttons had tactile issue, contamination was found under the buttons, the battery compartment was cracked and the display was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages and the keypad cover was undamaged. On investigation, the pump powered up to a dim/discolored verify screen. All the keypad buttons responded intermittently and removal of the keypad cover found contamination under all the button contacts. The battery compartment was found to have cracked below the grip pad. (B)(6).